Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to take charge and boot up and was observed to be perpetually rebooting. The receiver case was opened and the ui pcba was detached to retrieve the receiver download. A review of the downloaded log passed. The reported event that the receiver ceased to function could not be confirmed because the receiver passed the log review.. The root cause could not be determined.